Event description:
A surgeon reported that a vitrectomy probe stopped cutting, even though they had passed the prime without any problems, and the system did not show any error. The surgeon replaced the vitrectomy probe and completed the surgery. No consequences for the patient were reported. Add'l info has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Because a sample was not returned and no evidence of a related nonconformity could be found in the lot record review, the root cause for the stopped to cut issue cannot be determined. (B)(4).